Event description:
It was reported that the patient presented for a follow up in clinic with lightheadedness. Device interrogation revealed that the right ventricular (rv) lead exhibited failure to capture, which caused bradycardia. The rv lead was capped on (B)(6) 2022 and replaced. The patient was discharged.